Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2013, a patient underwent elective treatment of an asymptomatic thoracic dissection measuring 45 mm in zone 4. The indication for treatment was refractory hypertension and aneurysm. A conformable gore® tag® thoracic endoprosthesis (tgu313110/unk) was reportedly implanted in zone 4 with no issues and covered the primary entry tear in zone 4. On post operative day 1574, maximum aortic diameter within the treated segment measured 30 mm. On post operative day 1903, maximum aortic diameter within the treated segment measured 41 mm. No additional procedures or interventions were reported.